Event description:
A peritoneal dialysis patient reported he needed to contact his pdrn because he had peritonitis and mistakenly put the wrong antibiotics in his bag. Upon follow up with pdrn, she reported the patient was in the hospital for peritonitis on (B)(6) 2013. The patient had a culture test on (B)(6) 2013 that revealed an infection was sealed in the patient's catheter. The pdrn stated this was not a cycler related, the peritonitis was caused by using the wrong technique. The organism found during in the culture test was called streptomonas maltophilia xanthomonas. The patient was given vancomycin to treat the infection. After discharge, the patient was put on bactrim (double strength duration unknown). The patient's discharge information was requested. The patient is currently doing fine.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.